Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using humalog u200 insulin with the pump. Tandem customer technical support informed customer that humalog u200 insulin is off-label per the user guide. Customer resolved issues by changing the infusion set and cartridge, and then resuming insulin.